Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a varipulse¿ bi-directional catheter and the patient experienced a symptomatic cerebral infarction. Two days after the procedure, the patient complained of numbness in the left hand. Cerebral infarction was confirmed by MRI. The patient required extended hospitalization. The patient's condition was reported to be improved. The patient's symptoms resolved. Patient's medical history includes paroxysmal atrial fibrillation, no notable past medical history, low risk of chads score. The patient has no history of stroke. Physician¿s assessment of health hazard was non-serious (moderate / mild). Per physician's comment, there were no problems identified with the procedure or the device, and it is difficult to establish a clear causal relationship between the event and varipulse catheter. The physician does not consider to be device-related. Number of pfa ablations was approximately 20 - all within the pulmonary veins. The rhythm during ablation was sinus rhythm. Varipulse plus was used. Act before the procedure was over 350 seconds. There was no evidence of char/thrombus/clot during the procedure. No abnormalities observed prior to nor during product use. Applied specifications and usage were followed. No procedural issues or device operation problems observed. A 30ml flushing was properly performed before and after ablation (using varipulse plus). One catheter was used. One transseptal puncture site was performed during the procedure. The type of neurological issue observed was symptomatic.